Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown vena cava filter allegedly experienced tilt and limb detachment. This information was received from a single source. This malfunction involved a patient with no consequences. The patient is a 74 year old female who weighs 193 lbs.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however, medical records and images were provided for review. The investigation is confirmed for detachment, however, it is inconclusive for filter tilt. The definitive root cause could not be established. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample was not returned for evaluation. The investigation is inconclusive for the alleged tilt and limb detachment issues. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model, unknown filter, vena cava filter, allegedly experienced tilt and limb detachment. This information was received from a single source. This malfunction involved a patient with no consequences, the patient's age, weight, and gender were not provided.